Event description:
It was reported that during a breast biopsy while trying to take the the first sample, received the l3-017 error code. Checked the cables and the gray sleeves and tried to bypass the error code. Received the l3-020 error code. Removed the probe from the breast with the sample aperture partially open and tried another probe and continued to received the green cable error code. They tried another probe from a different lot# and the error codes continued. Used tester probe with holster and continued to receive the error code. The case was aborted and the patient was rescheduled for next week and sent home under normal post biopsy instructions.